Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the clinic for routine follow up appointment.  The patient mentioned eighty pound weight loss in the past year and, noticed some redness near armpit area.  Upon inspection of the cardiac resynchronization therapy defibrillator (crt-d) site in clinic, the physician noted that the patient's device had migrated from the incision in left pectoral area down to upper underarm area. The patient stated noticing the redness, sensitivity in the area where when pressed the physician could feel the corner of the crt-d.  The physician instructed the patient to go to the emergency room for white blood count testing and signs of infection. All labs were normal but the crt-d site migration and redness was concern enough to schedule surgery to open the pocket and when doing so it was found that there was puss in the pocket and erosion was noted.  Subsequently, the crt-d system was explanted and a leadless implantable pulse generator (ipg) was implanted.  The patient was administered antibiotics.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6: patient codes (ime/annex e), imf (annex f) health impact codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.